Manufacturer narrative:
The field service representative (fsr) performed multiple troubleshooting procedures which included replacement of the sample probe, which resolved the issue. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the sample probe was replaced by the fsr. A review of tracking and trending did not reveal any trends for the sample probe. A review of tracking and trending did not reveal any trends for the architect c4000. A review of the manufacturing documentation did not identify any issues associated with the likely cause parts or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the sample probe or the architect c4000 processing module, serial (B)(6) was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed carbon dioxide (co2) results generated on the architect c4000 processing module for one sample that was questioned by the clinician. The following data was provided (customer's reference range: 22 to 29 meq/l): (B)(6) 2020 sid (B)(6) initial result = 22 meq/l, repeat = 19 meq/l. No impact to patient management was reported.